Event description:
The end-user was sitting on the seat of the rollator, moving around her living room, and all of the sudden, the right rear wheel broke off at the weld. She fell and hit her head on her tv, which broke the clamps on her tv, and then hit the floor. She went to the ER because she had a migraine, but she is okay, nothing is seriously injured. A compass health brands' customer service representative did advise that these rollators are not made for moving while sitting. The user stated that before this event had occurred, when she was on any other surface other than carpet, when the brakes were engaged, she would still be able to move around in it.